Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 440 mg/dl and a bolus was delivered. However, the bg did not decrease. The customer was admitted to the hospital due to diabetic ketoacidosis (dka). The customer was treated with an insulin drip and potassium. The cause of the high bg was not known and may have been due to the customer being a new user of the pump. The customer was discharged on (B)(6) 2018 with the bg and dka resolved. Upon follow up, the customer reported that the pump was working fine and resumed pump therapy. The customer declined troubleshooting.